Event description:
The company was informed that the pt was reportedly experiencing sound quality issues and open electrodes. Programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly progressing well since implantation.